Event description:
Senseonics was made aware of a hypoglycemia event and complained of sensor inaccuracies. User reported that the event happened on (B)(6) 2022 at around 02:15 pm. User mentioned that the sensor glucose reading was 278 mg/dl where as blood glucose (bg) reading was 46 mg/dl. Patient was symptomatic , and needed to be treated by emergency medical team through glucose infusion. Patient did not require any hospitalization.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The preliminary investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. The preliminary investigation confirmed the reported mismatch between blood glucose (bg) and sensor glucose (sg) on 14-july-2022, which was likely due to a noise in the optical channel. At that time, the user was advised to have the sensor replaced, however, the user opted to continue using the system and monitor the situation. On 15-aug-2022, the system eventually triggered a sensor replacement alert, and a return material authorization (RMA) was issued for return of the sensor for further investigation. Further investigation on the sensor data revealed that the reference channel of the system was unstable, which led to the reported sensor inaccuracy. When the system detected the performance deviation, the failsafe mechanism triggered the sensor replacement alert. The failure mode, however, could not be reproduced during the return product analysis testing, thus the exact root cause could not be determined. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which cannot not reproduced in the lab.